Manufacturer narrative:
Batch review performed on 01 february 2024: lot 2204111: (B)(4) items manufactured and released on 27-may-2022. Expiration date: 2027-05-08. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision due to infection and the pathogen is unknown. At about 11 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.